Manufacturer narrative:
(B)(4). Retainer ring=black, customer complained on (B)(6) 2021 the center select button is not functioning properly and high bg. Unit passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons function properly. Unit passed the keypad voltage test. No damage noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. Unit successfully downloaded to thus. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Pump passed functional testing. All buttons functioned properly during test. No keypad anomaly noted.

Event description:
Information received by medtronic indicated that the insulin pump buttons were not working. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.